Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 65-year-old male in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the physician reported a "purge pressure high" alarm and at the same time decreasing pump flow from 4.5l to 3.6l; a transesophageal echocardiogram (tee) was already performed due to suspected clot in the area of the motor gap and a fluttering structure was detected; however, a clot could not be diagnosed with certainty. The patient is still on support.

Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13110: d4 expiration date . D4 unique identifier (UDI) # missing. H6 code 4627 was reported incorrectly. New code was added to health effect - impact code.